Event description:
It was reported that a user experienced a low blood glucose of 62 mg/dl without symptoms, treated with oral glucose (skittles), while using the ilet system, and overnight readings showed a rise to 194 mg/dl consistent with dawn phenomenon followed by a gradual decline during sleep; troubleshooting and education were provided regarding meal announcing, treating lows, and potential adjustments to the overnight cgm target if needed. Symptoms included asymptomatic hypoglycemia. Outcomes included no alerts or alarms, no hospitalization, and resolution after self-treatment. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed no device malfunction and suggested physiological factors consistent with dawn phenomenon as a contributor to the observed glucose pattern. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.